Event description:
It was reported that noise associated with oversensing was observed. The patient received atp and shocks as a result. The lead was capped.

Manufacturer narrative:
No medwatch form was received.